Manufacturer narrative:
(B)(4) date sent: 6/18/2025 d4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was this staple line on tissue or blood vessels? Yes what exact operation was performed? Unknown how was the post-op bleeding identified? Bleeding was identified in operation. Did the patient receive any preoperative chemotherapy or radiation? Unknown what was the total estimated blood loss (ml)? Unknown was a transfusion required? No what was the pre and postoperative anti-coagulant and pain management protocol? Unknown was the bleeding intraluminal or extraluminal? Intraluminal any clips, clamps, or graspers near the area where the device was being fired? Unknown what stapler was used? Unknown clarification on loose staples? (Unformed loose b's or goal post shape) staples well formed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, bleeding and loose staples were noted after the suture cutting was completed, and the chest was opened for surgical hemostasis. No additional information could be provided.